Event description:
A physician reported the an ultrasound oscillation failure occurred during a cataract procedure. The procedure was completed after the cassette and the handpiece were replaced. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A phaco sample was not received, at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. A lot number was identified. However, the lot does not contain a phaco lot number. Therefore, a device history review could not be conducted. A sample was not received, at the manufacturing site. And no lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined, with the information obtained. Therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).